Manufacturer narrative:
Additional information: manufacturing record review: it was unknown which handpiece caused the event and all were tested (B)(6). For these serial numbers, the device meets material, assembly, and performance specifications at the time of product release. No related deviations, ncs, or capas were initiated during the manufacturing process for these serial numbers. A search for related complaints from serial numbers (B)(6) was conducted and no related complaints were found. Johnson & johnson surgical vision will continue to monitor this type of complaints. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient had a phaco burn on right eye which occurred almost immediately after doctor began phaco on a mildly dense cataract. Post-op notes from same day of surgery: anterior chamber is deep with mild debris. Pciol is in the bag and centered. Intraocular pressure is physiologic. Post-op meds reviewed. Full time eye shield until tomorrow am, then at bedtime. Post-op day 1 ce od: lateral stitches x 2 (with plan to remove in a few weeks). 20/100 visual acuity. Standard medication. Note: this report is 4 of 5.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the handpiece is not an implantable device. Section d6b: if explanted, give date: not applicable, as the handpiece is not an implantable device. Section e1 phone number (B)(6). Device evaluation: a clinical specialist visited site on (B)(6) 2025 and worked with surgeon and had no issues with phaco. Account provided a serial number of a handpiece (B)(6) that was recorded being involved however, it is unknown for which patient it was used. A field service engineer (fse) also visited and tested hand pieces (B)(6). No fault found with hand pieces or system and found to be within specification. Section h4: device manufacture date: unknown, as the serial number of the device was not provided. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.